Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and the device gave a "double beep" alarm after power on with no cassette attached. The issue was determined to have been caused by the downstream occlusion sensor/air detector. The cause of the component problem was not established.

Manufacturer narrative:
Information was received on 19-aug-2020 indicating event date.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump keeps beeping continuously. There was no reported adverse event.